Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 540 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip. The customer was not wearing the insulin pump during the hospitalization. Customer's old device alarmed compromised force sensor system alarm due to protruded drive support cap. The new device alarmed button error alarm. The insulin pump will be returned for analysis.